Manufacturer narrative:
On 10/20/2020, the product investigation was completed. It was reported that a male patient underwent atrial fibrillation (afib) cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that before an afib case, a small pericardial effusion was noticed. The physician decided to start the afib procedure as they monitored the patient and the pericardial effusion. While doing the flutter line, the physician noticed that the pericardial effusion appeared to increase in size. The pericardial effusion was confirmed to have increased size on ice. A pericardiocentesis was performed and 680 ml of fluid was removed. The patient was reported to be in stable condition. Device evaluation details: the device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation (afib) cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that before an afib case, a small pericardial effusion was noticed. The physician decided to start the afib procedure as they monitored the patient and the pericardial effusion. While doing the flutter line, the physician noticed that the pericardial effusion appeared to increase in size. The pericardial effusion was confirmed to have increased size on ice. A pericardiocentesis was performed and 680 ml of fluid was removed. The patient was reported to be in stable condition. There was a steam pop during right-sided ablation and effusion grew post-case. The physician¿s opinion is that the cause of this adverse event was a steam pop. The patient had full recovered. No extended hospitalization was required. Transseptal was performed with baylis nrg c1 needle. The physician used 40 watts and 240 seconds drag. There were no errors displayed on biosense webster equipment. Force visualization was done with vector and visitag. Visitag settings were 3 seconds 2mm movement¿s 2 tag size. Time and impedance used for color. Steam pop is not considered to be an MDR-reportable issue. The cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.